Event description:
The physician attempted arteriotomy closure with a prostar xl 8fr. When the device was deployed, all four needles did not appear in the hub. When an attempt was made to back down the needles, they separated from the needle holder and could not be backed down into the sheath. The pt was taken to surgery for device removal and arterial repair. The vascular surgeon found all four needles had deflected into the subcutaneous tract. Surgery was successful and the pt recovered without incident.